Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with ventilator unit connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the log files of the device for analysis. The log files analysis revealed that ventilator unit connection lost alarm was recorded on (B)(6) 2025. It is important to note that the event occurrence was with no patient involvement. The root cause was identified as a defective ip esm. The component was subsequently replaced. Afterwards the device worked as intended.